Event description:
The customer's blood test was run on his contour next usb meter and a different meter used by the paramedics. The readings were 57 and 42mg/dl, respectively. The customer was taken to the hospital, he passed out and had a seizure. He received treatment but specific information was not provided. The customer disposed of the test strips and product information was not provided. New meter and strips were sent to him.